Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The patient presented with chest pain. The target lesion was located in the left anterior descending artery and was treated by implanting a 3.50 x 24mm promus element plus. When the physician pulled back on an unspecified specialty catheter, the catheter pulled back on the stent as well causing stent deformation no further intervention was undertaken. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).